Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A small baseline pericardial effusion was noted prior to the pre-screen transesophageal echocardiogram (tee). A watchman access system and 21 mm watchman laa closure device and delivery system were used. The closure device was successfully implanted. The patient's activated clotting time was 275 sec. At the end of the case, the echo physician thought the effusion looked slightly bigger than pre-procedure. The patient remained stable the entire procedure. The patient went to the recovery room and a transthoracic echocardiogram (tte) was performed about an hour and a half later which showed no changes to the effusion.